Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device handling problem.

Event description:
Healthcare professional reported unknown side "compromised during surgery". Status of device unknown.

Event description:
Physician reported left side "stuck with needle". It is unknown if patient contact occurred. It is unknown if a back up device was used.